Manufacturer narrative:
Customer was asked for further details but could neither identify the concerned monitor nor the used blood pressure transducer nor the date of event; therefore, no logs could be downloaded and no investigation could be performed. Observed error possibly points to a problem of fluid ingress to the "infinity mcable-dual hemo" (the blood pressure transducer) in case of wrong handling. The issue of correct handling was addressed via a safety notice in december 2012 (B)(4). Customer reported that they known the safety notice but cannot say if handling of the "infinity mcable-dual hemo" has been correct in the reported case. Since publication of the mentioned safety notice no other incident (injury or medical intervention) has been reported in coherency with fluid ingress to the "infinity mcable-dual hemo."

Event description:
It was reported that: a patient in ICU was monitored with iacs and invasive blood pressure (ibp) was continuously measured beside other parameters. It was recognized that ibp was significant lower than nibp and following the ibp reading medication was given against hypotonia. The patient showed already cardiac arrhythmia. Finally wrong ibp measurement was identified. No permanent damage was reported.